Event description:
Approximately 2 1/2 years after percutaneous coronary intervention, it was reported that the patient presented with an acute myocardial infarction. Under investigation with intra vascular ultrasound (ivus), the physician could see an aneurysm formation around a 2.5x13mm cypher stent in the circumflex coronary vessel, and around a 3.0x18mm cypher stent in the left anterior descending (lad) vessel, which were placed during index procedure. Additional information has been requested.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported events that were submitted under the following manufacturing numbers 9616099-2008-00889 and 9616099-2008-00890.